Event description:
It was reported that an interrogation of the implantable cardiac monitor (icm) device showed undersensing due to small r-waves. The occasional undersensing was causing the device to sense brady events. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).